Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis.